Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch jbs125 mfg date: 02/01/2015, exp date: 01/31/2020. Batch ac3395 mfg date: 09/01/2015, exp date: 08/31/2020. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2015 and suture was used. The patient experienced an infection and wound irritation. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: the surgeon confirmed, that the series of infections has not to do with vicryl rapide. He believes that it was the foam dressing that he used. Were any cultures performed? If so, what were the results? How many patients were involved? Name of procedure ? Date of procedure? On what tissue was the vicryl rapid suture used on ? Was there any need of medical or surgical intervention due to infection? If yes, please describe. Current status of the patient?